Event description:
Hot pack exploded in nurse's face when nurse tried to activate it. Nurse reported to infection control because contents got into nurse's eye. Infection control would not release sample at this time. On 3/6/2001 spoke with director of infection control and risk management, who stated the hot pack contents splashed into the lateral portion of nurse's right eye. Nurse received "first aid" and is doing well. Nurse did not see a physician regarding the incident.